Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to found to have a lodged staple at the grip cable. This staple pin was intertwined in the grip cable. This could result in difficulty in opening and closing of the jaw. Isi did not receive the da vinci stapler sureform reload 45 with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps was broken at the distal end. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information was available